Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information received reported a second provider was able to access the pump without difficulty. It was reported the outcome to the patient was no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flipped pump was suspected. The healthcare professional (hcp) was unable to get into the patient's pump during a refill. She was unable to find the center port. The template was being used. The hcp attempted the access the pump multiple times. The patient had a little more adipose than she did previously, but the pump was still not that deep. The pump was a little mobile. An x-ray to determine if the pump was flipped was discussed. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).